Event description:
Pt was found 10/26/97 at 1035 with his head stuck in the side rail. Staff attempted & release pt's head without success. The fire dept was notified and the rail was cut away. Pt was found to have redness on forehead. Pt was evaluated by his physician who found no bruising or sequelae from incident.